Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and reported an inaccurate delivery with the pump. The patient reportedly was hospitalized. The pump reportedly did not emit an alarm during a cartridge change. There was no additional information received regarding this complaint. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy and due to the alleged delivery issue with the pump.

Manufacturer narrative:
Follow-up #1: date of submission 04/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box history indicated no insulin delivery interruptions with the pump. A review of the total daily dose history indicated that insulin basal delivery totals correctly reflected programmed values. A review of the last delivery recorded in the black box history was on (B)(6) 2014, which indicated the pump was not in use after that date. The battery cap was returned with the pump and was used for investigation. During evaluation, a 10 unit normal bolus and a 10 unit audio bolus was successfully performed on the pump. The remaining insulin calculation was found to be correct. A 24 hour 1.00 unit/hour basal program was exercised and successfully performed on the pump with no issues. There was no delivery defects found with the device during accuracy testing and the reported, ¿inaccurate insulin delivery¿ issue with the pump was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.